Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209767271, implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator was changed because of lead migration, but the battery was still working. No additional information was provided in regards to the actions taken or the cause of the lead migration and new stimulator was implanted. The issue was resolved after system replacement on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0209767271, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a lead migration and a new stimulator was implanted on (B)(6) 2015. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue remain unknown. It was unknown if the issue was resolved. A surgical intervention did occur. Relevant medical history includes neurologic urge incontinence since 1991. No further complications were reported/anticipated.